Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: between 09/08/2014 to 09/12/2014, the pump's black box recorded 6 ¿loss of prime¿ warnings due to low, non-zero, force sensor readings. The pump was exercised for 24 hours at 1 unit/hour with no ¿loss of prime¿ warnings or other alarms observed. The force sensor reading of the pump was found to be in calibration. The alleged issue could not be duplicated.